Manufacturer narrative:
One sample was submitted for quality evaluation. The infusion set was primed and a leak was identified in the lower portion of the silicone tubing of the pumping segment. The customer complaint of leakage was confirmed. As the leakage was observed, the hole in the tubing also allowed air bubbles into the tubing. This is a cascading event of the leakage issue and is not considered a confirmed stand alone air-in-line failure. The air-in-line issue reported was not verifed. An investigation was forwarded to manufacturing to conduct a root cause analysis. Based on the investigation of the submitted sample, and the description of the issue identified by the customer after the infusion set was loaded into the pump, the root cause of the issue could not be determined. With no leakage identified before the tubing was placed into the pump, it cannot be determined if the infusion set was damaged prior to the identification of a leak, or if the set was damaged during the loading process. A device history record review for model 2420-0007 lot number 25075323 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had leakage. The following information was provided by the initial reporter: IV line was in pump with secondary medication set being used. When we hit start on the infusion and "air alarm" went off. I opened the channel and when I removed the IV line to look at it liquid was noted outside the line. On closer inspection a slow drip was noted from the soft tubing that attaches to the blue clamp that goes into the pump. Air noted in line down stream from the pump but not yet close to the patient's port site. New IV line primed and used for med administration. Complaint noticed: during / after use, problem frequency: 1st time, patient injury: no, qty affected: 1 ea. What was the medication type and duration of the infusion? Leucovorin, 1.5-2 hour infusion how long has this product been used in your facility? Leucovorin and the bd alaris IV lines have been used for many years. They are not new drug or IV tubing for us.